Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fields - h6 (type of investigation), e1 (event site state) a gas loss alarm on a cardiosave was reprorted. There was no blood was noted in the helium tubing with all connections secure prior troubleshooting. It was identified that disconnecting the helium tubing at the back of the pump caused an autofill when the ¿start¿ button was pressed. The use of the ¿iab fill¿ followed by the ¿start¿ button to resume therapy was reviewed. Clinical causes of the alarm were discussed, and appreciation for the guidance was expressed. It was noted that the contact number had been written on a whiteboard for over a week. It was requested that the number be removed and that staff use the emergency helpline for faster assistance. Understanding and agreement were confirmed.

Event description:
Na.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name the first is (B)(6). A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.